Manufacturer narrative:
Film evaluation summary: the reported distal stent-graft induced new entry tear (d-sine) and false lumen perfusion could not be confirmed from the single non -contrast still image provided; therefore, the cause of the events could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy and post-implant contrast CT's were not available for review , so evaluation of the reported events could not be performed. It is possible that the angulation noted in distal segment of the stent graft where appeared to be the distal descending aorta may have contributed to the d-sine and false lumen perfusion, but this could not be confirmed. Analysis of the returned film did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic dissection. It was reported that a follow-up CT taken on (B)(6) 2023 showed a dsine and significant enlargement with contrast flow to the false lumen just distal to the valiant navion stent graft. On (B)(6) 2024 intervention was performed, 2 valiant captivia stent grafts were implanted to re-line the valiant navion stent graft and extend distally above the celiac level. Per the physician the cause of the event was related to the dsine. No additional sequelae were reported and the patients is fine.